Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, stent damage occurred. Access was obtained via the femoral artery. The 75% stenosed, eccentric, 4.5x12-16mm de novo lesion, containing a <= 45 degree bend, was located in the mildly calcified mid right coronary artery (rca). The lesion was predilated with a 4.5x9mm unknown balloon. The physician attempted to place the 4.5x32mm omega stent, but was unable to cross the lesion. Upon removal he stent was found to be 'bent'. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.